Event description:
A hosp reported to our distributor that in the rt104 adult breathing circuit package, the y-piece had no airway pressure port. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA, but it is similar to a product which is sold in the USA. The complaint device was visually examined. Results: the y-piece connector in the returned circuit kit was one without a pressure port. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the wrong component was packed into the breathing circuit kit during production. We have received other complaints of missing components with an occurence rate for the last year. We have an open CAPA to address this issue and put measures in place to reduce and/or prevent recurrence in the future.